Manufacturer narrative:
Two lot numbers were involved: p/n cm-9145sp, l/n 63367-2, expiration 07/21/2022 , 5 year sheld life; l/n 63752-3, expiration 08/28/2022, 5 year shelf life.

Event description:
It was reported on (B)(6) 2018 to cayenne medical that an event involving cayenne medical products was reported to zimmer biomet (B)(4) by (B)(6). It was reported that " a quattro link anchor broke during implantation and a piece of anchor remained in the shoulder of the patient. The second anchor twisted."

Manufacturer narrative:
Device lot # 63752-3, UDI (B)(4). Device lot# 63367-2, UDI: (B)(4). Evaluation notes: both devices were returned for evaluation. Both devices with the packaging were returned. Device 1: 63367-2. The inserter tip was bent and the implant broken in half. The inserter had not been deployed. Device 2: 63752-3. The inserter tip was bent at a severe angle with the implant still on the inserter. The implant was bent, but did not break. Based on the description of the complaint and evaluation of the devices it can be determined that the implants bent or broke most likely as a result of hard bone and no drill was used per the IFU (70932). The IFU states ¿when implanting into hard bone, utilize the cm-9138 quattro drill.¿

Event description:
It was reported on (B)(6) 2018 to cayenne medical that an event involving cayenne medical products was reported to zimmerbiomet france by ansm (french competent authority). It was reported that "a quattro link anchor broke during implantation and a piece of anchor remained in the shoulder of the patient. The second anchor twisted."